Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences a high blood glucose level and insulin pump had no delivery alarm. Customer¿s blood glucose levels was 29 mmol/l. The customer¿s blood glucose level was 14.5 mmol/l at the time of the call. Troubleshooting was performed for high blood glucose level. Customer was performed displacement test, self test and tests was pass. Customs was also performed high pressure test and he got no delivery alarm. Insulin pump will not be returned for analysis.